Manufacturer narrative:
Ulrich medical gmbh (manufacturer) is submitting this report for both ulrich medical gmbh and ulrich medical USA (importer). Exemption # e2014011

Event description:
X-rays one week post op revealed one end plate had detached from the cage and the construct had migrated. Revision was done to replace plate and reposition construct.